Event description:
Info received indicates the pt positioning monitor (ppm) wouldn't turn on due to fluid ingress and corrosion on the power supply and scale/ppm circuit boards.

Manufacturer narrative:
The tech replaced the power supply and scale/ppm circuit boards to repair the bed.